Event description:
It was reported that a staff nurse was moving a device from the labor room to the neonatal ward and injured her leg while transporting the device. There was no patient injury reported. (B)(4).

Manufacturer narrative:
We are still investigating this report. A follow up report will be submitted when the investigation is completed.